Event description:
On 2016-05-04, information was received from a consumer regarding a patient how was receiving bupivacaine (concentration, dose, and dates of therapy unknown) and morphine (40 mg/ml) at 7 mg/day via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On an unspecified date in the "first week of (B)(6) 2016," the patient stated that their pump was empty and they had a lot of pain. The patient stated that their healthcare provider (hcp) was so busy, that they forgot to call them regarding their last refill. The patient stated that they were "empty" around the end of (B)(6) 2016; they thought it might have been (B)(6) 2016 (plus another 4-5 days). No pump alarm was heard by the patient. Subsequently, when the hcp refilled the patient, it was reported that the pump was not all the way empty and that there might have been a half cc in it; it was "pretty much" empty. As of (B)(6) 2016, the situation was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.